Event description:
It was reported that the insulin gauge was inaccurate. Loading a new cartridge did not resolve the issue. Customer¿s blood glucose level was over 500 mg/dl. Customer gave a correction bolus via pump, and used a insulin pen to address blood glucose. The customer reverted to an alternate form of insulin therapy. It was also reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer was using off label insulin. There was no reported adverse impact to customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.